Event description:
Since having the essure implants put in, I have been plagued with a heavy, yet unpredictable cycle, bleeding during intercourse, abdominal pain, joint pain and weight gain. None of this was ever described as possible side effects when I chose this method of birth control, none of the literature stated this. The device is not healthy and needs to be discontinued.